Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the hospital staff was unable to advance a ruby coil out of its orange-colored introducer sheath. The ruby coil did not enter the microcatheter or the patient's body and was not used for the procedure. The procedure continued using new a ruby coil.

Manufacturer narrative:
Result: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was kinked approximately 5.0 cm, 45.5 cm, and 65.5 cm from the proximal end. The coil was intact with the pusher assembly, and offset near the proximal end. The embolization coil was offset near the distal end. Conclusion: evaluation of the returned device revealed that the embolization coil was intact with the pusher assembly, but offset near the proximal end, and near the distal tip of the coil. This type of damage typically occurs due to improper handling during use. If the coil is forcefully manipulated against resistance, this type of damage may occur. The offset coil likely contributed to the inability to advance the coil out of the introducer sheath. The damage found on the pusher assembly was likely incidental, and may have occurred during packaging for return. Penumbra coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.